Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error overnight. The customer had high blood glucose of 552 mg/dl and treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. The alarm history showed more than three motor error alarms. Mother also reported that the customer was taken to the pediatric unit on (B)(6) 2015 for diabetic ketoacidosis. The customer had been disconnected from the insulin pump for over 10 hours and had high ketones. It was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to complete functional test due to prime anomaly. No motor error alarm noted. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.